Event description:
It was reported that a system wide telemetry outage occurred resulting in a loss of monitoring for 40 minutes affecting 76 patients. Twelve bedside monitors were available for the critical patients, and the nursing staff monitored the other patients until telemetry could be restored. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.